Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml of juvéderm® volift® retouch in the lips. Four-teen days post injections, the patient returned and the hcp noticed the patient had a visible lump/nodule. The ¿hcp dissolved the lump and no further issues reported.¿